Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip arms jumping closed. It was reported that during preparation of the ntr clip delivery system (cds 80807u224), while releasing tension, the clip closed from 120 to 20 degrees. The clip was opened; however, closed again. The cds was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated, and the reported clip actuation issue of jumpy clip was not confirmed. A review of the lot history record revealed no manufacturing nonconformities associated with the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the returned device analysis was unable to confirm/replicate the clip actuation issue. Based on the information reviewed, the reported clip actuation issue appears to be related to user technique and due to tension on the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.